Event description:
It was reported that bd conventional needles leaked at the hub. The following information was provided by the initial reporter: clinicians were giving sub cutaneous azacitidine ( chemo medication) when clinician noticed medication leaking from the hub of the needle. This happened on 2 occasions new subcutaneous insertion required chemo therapy agent bubbled out onto the patient's skin serious injury- no medical intervention needed- no.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. In this MDR, bd franklin lakes, nj has been listed in sections d.3. And g.1. As the manufacturing site is tuas.

Manufacturer narrative:
Based on device history record review, no abnormality was observed during the production of affected assembled needle batch. Current control there is a daily qa routine hub leak test in place to determine leakage failure. Actual sample was not returned for investigation. Therefore, root cause could not be determined. The complaint will be re-opened and re-investigated if the sample is received.

Event description:
Clinicians were giving subcutaneous azacitidine ( chemo medication) when clinician noticed medication leaking from the hub of the needle. This happened on 2 occasions

Manufacturer narrative:
Based on device history record review, no abnormality was observed during the production of affected assembled needle batch. Current control there is a daily quality assurance routine hub leak test in place to determine leakage failure. Actual sample was not returned for investigation. Therefore, root cause could not be determined. The complaint will be re-opened and re-investigated if the sample is received.

Event description:
Clinicians were giving sub cutaneous azacitidine ( chemo medication) when clinician noticed medication leaking from the hub of the needle. This happened on 2 occasions